Manufacturer narrative:
Investigation results: to date, this ablator has not been received for investigation. A follow-up report will be sent once the device is received and an evaluation is completed. The info for use (IFU) provides the user the following info: warnings: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut". Maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Cautions: do not bend wire connector pins. It may prevent the device from connecting and/or functioning properly. Do not bend electrode shaft, insulation may be damaged. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue.

Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, the tip cracked and a portion of the insulation chipped off and was retrieved. The settings during use were 75 watt "cut" and 50 watt "coag." The procedure was completed with an alternate device and there was no injury or surgical delay associated with this event.